Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Moisture damage was also found on the motor assembly. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a broken belt clip slot at the battery tube threads area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture by falling into water. The customer has a blood glucose level was unknown at the time of the call. The customer states that there is fluid/moisture in the insulin pump and will not turn on. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.